Event description:
Customer requested an investigation for a ceftriaxone secondary infusion event. Ceftriaxone 1gm (possibly in 50ml volume) was hung as a secondary to infuse over 30 mins. The nurse walked by the room and noted there was yellow fluid from the secondary bag backed up into the primary bag. Staff feels it was a tubing issue rather than a pump issue. Primary was a 1000ml bag of d5w. Pt's weight 105.3 (lbs or kgs not specified). There was no pt harm and no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.